Manufacturer narrative:
Product investigation summary: the m4 connection thread on the tip is bent and damaged and there are visible striations close to the thread. Due to the damage, the dimensions could not be verified against manufacturing specifications. Please note, in order to prevent such occurrences and to ensure a correct load transfer, it is crucial to have an appropriate connection between the dhs-screw and the connecting screw, which is then guided through the appropriate dhs/dcs wrench. The surgical technique points out that the user should avoid damaging the instruments and the implant by tightening the connecting screw securely. Both instruments are designed for the insertion procedure only and should not be used for implant removal. A manufacturing conclusion cannot be presented due to the condition of the product and missing clinical information. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. The complaint is deemed indeterminate from a manufacturing standpoint. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. No patient information has been provided. (B)(4) device is an instrument and is not implanted/explanted. (B)(6) the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unknown procedure the dynamic hip and condylar screw system (dhs/dcs) wrench and screw devices broke. The procedure was completed with another instrument and all broken parts were retrieved from the patient's body. There was no patient harm or surgical delay reported. This is report 2 of 2 for (B)(4).